Event description:
Customer's mother reported via phone call that insulin pump had missing segments. It was reported that information from the upper right hand corner of insulin pump was missing, including the battery icon. Customer's blood glucose was 85 mg/dl. After troubleshooting, caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding display glass. The insulin pump also had minor scratches on the display window and a cracked reservoir tube lip.